Manufacturer narrative:
Concomitant medical devices: w4tr02 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold measurements. It was additionally found that the cardiac resynchronization therapy pacemaker (crt-p) had an invalid data observation noted on an interrogation the device and lead remain in use. No patient complications have been reported as a result of this event.